Manufacturer narrative:
Section d information references the main component of the system and other applicable components are:product ID 97754 lot# serial# (B)(4) implanted: explanted: product type recharger product ID 97740 lot# serial# (B)(4) implanted: explanted: product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain and post lumbar laminectomy syndrome. It was reported the patient had difficulty obtaining/beginning communication with the implantable neurostimulator recharger (insr). It took longer and longer to get communication. Once communication was achieved, the patient would always charge fully. The initial insr connection issue was said to have occurred in ¿(B)(6) or so;¿ the patient did not know if was 2015 or 2016. Currently, the issue had progressed, as the patient had tried charging for the last 3 days and had not been able to get a connection at all. Ins therapy was currently off and it had been 3 weeks since the last recharge. No other external device was available to use for troubleshooting. It was realized at the time of the report that the patient programmer (pp) needed new batteries. It was further reported that the implantable neurostimulator (ins) was dead, due to the lack of communication and ability to recharge. The pp was not connecting with the ins either. There was a poor communication screen on the pp. The patient was to follow up with the healthcare provider (hcp). It was later reported that the ins had went into overdischarge in (B)(6) 2016 and had to be jump start ed. After the overdischarge, the patient began having problems charging too frequently and the ins wouldn¿t hold a charge. They had to charge their ins every 2-3 days, and the last quartile of the battery could take 8 hours to charge. It was noted that the patient does not have an hcp. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.